Event description:
The customer reported that her reservoir leaked inside the reservoir compartment. The blood glucose reading at time of the call was 252mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once analysis has been completed.